Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer could not get their levels below 250 mg/dl. The customer was at 192 mg/dl at the time of the call. The customer used the pump and manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.